Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The reporter stated that the patient was at the hospital for a nephrostogram/nephrostomy tube exchange. It was further reported that, during removal of the stent from the ultrathane cope nephroureterectomy set, the device fractured. Attempts to retrieve the fragmented piece were not successful. The physician was unable to retrieve the fragment with a clamp. The catheter was occluding the existing tract, so the physician opted to create a new percutaneous access. A computed tomography scan without contrast of the patient's abdomen later confirmed the location of the catheter segment within the left renal cortex and posterior perirenal fat. Approximately 2.5 cm of catheter was left in the patient. The patient was discharged in stable condition on the same day that the procedure was performed. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, specifications, and quality control data was conducted during the investigation. A complaint device evaluation was not performed since no product or imaging was returned to assist with this investigation. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. The complaint device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.